Event description:
It was reported that a malfunction occurred on the customer's pump, specifically identified by malfunction code 16, and the pump was making audible sounds indicating the malfunction. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.